Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received an inappropriate shock while driving. Upon a data review, it was noted that there was evidence of evidence of over-sensed electromagnetic interference. Boston scientific technical services (ts) was contacted and provided thorough recommendations for assessing the potential leakage currents in their car to prevent further inappropriate therapy. It was noted that an in-clinic troubleshooting session was anticipated, but has not yet occurred. At this time, this crt-d remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received an inappropriate shock while driving. Upon a data review, it was noted that there was evidence of evidence of over-sensed electromagnetic interference. Boston scientific technical services (ts) was contacted, but device data has not yet been provided for review. At this time, this crt-d remains implanted and in-service. No additional adverse patient effects were reported.